Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two right ventricular (rv) leads experienced high thresholds and undersensing. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The helix passed extension and retraction however the helix jumped due to the kink on the stylet that puts pressure on the distal conductor. With the stylet removed, the helix was able to be extended and retracted without jumping. The stylet is kinked at 0.5 cm from the distal end of the stylet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.